Manufacturer narrative:
No product malfunction can be confirmed/determined. There is no information available to support that the (B)(4) ECG electrodes caused or contributed to the patient death. There is no information to support that a philips product caused or contributed to the patient's death. Additional information was requested via 2 separate e-mails; however, the customer has not responded.

Event description:
The customer reported two incidents wherein twin infants suffered "burns" at the application site of the (B)(4) ECG electrodes. The nicu manager stated in an e-mail response that she misunderstood the initial injuries as burns, and stated that they were not. The customer reported to philips on (B)(6) 2015, that the patient expired suddenly. No further details were provided.